Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the lens of the colonovideoscope was corroded. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the lens of the colonovideoscope was corroded. There were no reports of patient involvement.